Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) declared an elective replacement indicator (eri) battery status. The charge time was 29.2 seconds while the monitoring voltage was 2.66 volts. A boston scientific technical services consultant discussed extended charge times that were expected at middle of life, but that eri should not be triggered. The device was scheduled for replacement.